Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon occurred due to the defective lamp. Based on the evaluation, it was found that the usage hours of the lamp exceeded 500 hours and the phenomenon was resolved after the lamp was replaced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The defective lamp was replaced however, the device was not returned for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e102 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.